Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/06/2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.